Event description:
It was reported that this left ventricular (lv) lead was explanted along with the cardiac resynchronization therapy pacemaker and right ventricular lead due to infection, bacteremia, and endocarditis. The patient remains in the hospital pending placement of a new device system. No additional adverse patient effects were reported.